Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a malfunction of the lcd was observed. The manufacturer's investigation is not complete. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ventilator was returned to the manufacturer's service center. The device was not in patient use. During the investigation, the manufacturer concludes that there were no problems with the device and returned the device unrepaired. In this report, section d9, h3, h6 has been updated.